Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause traced to component failure and the most probable cause of the foreign material at a-rubber and connecting tube is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited rough image, a foreign object on the connecting tube and the a-rubber, as well as corrosion on the c-cover there was no patient involvement.